Manufacturer narrative:
The reported air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
Related manufacturer: 3005334138-2018-00020. During a procedure, air came in from the hemostasis valve on two different introducers. A third sheath was used to complete the procedure with no adverse consequences to the patient.